Event description:
It was reported that the patient experienced chest pain and acute thrombosis with no flow occurred. The patient was diagnosed with small vessel disease (svd) of the right coronary artery (rca) and was referred for vessel plasty from the ostial to mid rca. Vascular access was obtained via the femoral artery. The 80% stenosed, 36mm x 3.50mm, de novo target lesion with a greater than 45 and less than 90 degree bend was located in the mildly tortuous and mildly calcified rca. Following pre-dilatation, a 12 x 3.00 promus elite stent and a 38 x 2.75 promus elite stent were deployed in the ostial to mid rca and post-dilatation was performed. After a few hours, the patient complained of severe chest pain. An angio was performed and revealed the presence of acute thrombus and no flow. The thrombus was immediately removed with a thrombosuction catheter. A 38 x 3.50 promus elite stent was deployed in the ostial to the mid rca to treat the lesion. No further patient complications were reported in relation to this event and the patient status was stable, responding well to medicine. It was further reported that the stent was fully deployed during the procedure and that acute thrombus was detected just after three hours of stent deployment.

Event description:
It was reported that the patient experienced chest pain and acute thrombosis with no flow occurred. The patient was diagnosed with small vessel disease (svd) of the right coronary artery (rca) and was referred for vessel plasty from the ostial to mid rca. Vascular access was obtained via the femoral artery. The 80% stenosed, 36mm x 3.50mm, de novo target lesion with a greater than 45 and less than 90 degree bend was located in the mildly tortuous and mildly calcified rca. Following pre-dilatation, a 12 x 3.00 promus elite stent and a 38 x 2.75 promus elite stent were deployed in the ostial to mid rca and post-dilatation was performed. After a few hours, the patient complained of severe chest pain. An angio was performed and revealed the presence of acute thrombus and no flow. The thrombus was immediately removed with a thrombosuction catheter. A 38 x 3.50 promus elite stent was deployed in the ostial to the mid rca to treat the lesion. No further patient complications were reported in relation to this event and the patient status was stable, responding well to medicine.